Event description:
It was reported that the patient has expired after implant duration of approximately 4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Patient previously had a device explanted and two other devices implanted; please reference the medwatch report filed under MFR report # 6000002-2009-09722, and the other medwatch reports filed under another patient identifier (for information on the other devices). In the operative report of late 2008, it was noted that the patient was transferred to the intensive care unit in critical, but stable condition.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry, per the husband's call. A device history record review is in process. Through followup with the health-care provider, we received a copy of the operative report of late 2008.